Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The top case was cracked by the front corner. The right plunger case was also cracked. The top case was cracked front corner. The right plunger case was cracked also. The customer reported product problem was therefore verified during testing. The product problem occurred because there was contamination on the back of the main board. This was the result of misuse by the customer. The main board and plunger cable were replaced. The pump then passed all the functional tests.

Event description:
It was reported that the medfusion pump had a constant force sensor failure. The issue occurred during testing and there was no patient involvement.